Event description:
The incident involved an unspecified secondary tubing set on an unknown date. It was stated in the report that the secondary tubing set free flowed through the pump. There was unknown patient involvement and unknown patient harm reported.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.